Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated restart alerts and an alert indicating a motor stall, stopped using the ilet, and managed glucose with subcutaneous insulin injections for about one day; during troubleshooting the user was counseled to insert the cartridge into the chamber before attaching the connector adapter and to perform a supply change, after which a dry run with tubing fill and rewind completed without new alerts. Symptoms included hyperglycemia. Outcomes included no long-term health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive motor stalls, with successful resolution after the corrected supply-change sequence. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.